Event description:
It was reported that the customer was receiving frequent no delivery alarms on the insulin pump. The customer's exact blood glucose was unknown. However, the customer confirmed that he had been experiencing high blood glucose. Informed customer that the infusion sets that she had been using may have been recalled. Explained the no delivery alarm and possible causes. Troubleshooting could not be done because the alarm had already been resolved by a complete set change. Advised customer to call back if the alarm recurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.